Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced sensor failure during sensor startup period. Patient claimed the sensor wire was still in the applicator. Patient may have forgotten to pull up on the collar.